Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4) device not returned.

Event description:
It was reported that "a patient was intubated with an 8.0 microcuff that kept coming apart where the tube connects to the blue connector and then to the ventilator circuit. The end of the subglottic microcuff endotracheal tube (et) became stretched out. Initially the staff pulled another 8.5 connector from another new tube to improve the fit, but that solution failed. Ultimately the anesthesiologist used a suture thread to wrap around the end of the et tube and tied a knot to the blue connector. No harm to the patient as a result. "

Manufacturer narrative:
The actual complaint product is not available for evaluation. All information reasonably known as of 27mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received 01-mar-2018 that states, no samples are available for this report. No additional information was provided.